Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with free floated clot above the indwelling inferior vena cava filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with extensive pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.